Event description:
Sorin group (B)(4) received a report that during a procedure, the scp displayed an error message. After the error message, the pump speed and flow rate decreased. The user manually increased the pump speed and the procedure continued with no further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6) hospital. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The scp driver was returned to sorin group (B)(4) for eval. Analysis of the unit confirmed the reported issue and found that it was caused by a defective circuit board. The circuit board was replaced and the device was tested for approximately 425 hours without any issues, confirming that the issue was resolved. No further action is deemed necessary.